Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), night sweats ("night sweats"), fatigue ("fatigue"), migraine ("migraine") and headache ("headache"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, alopecia, abdominal pain, menorrhagia, night sweats, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, headache, menorrhagia, migraine, night sweats and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, menorrhagia (heavy menstrual bleeding), abdominal pain, fatigue, hair loss, migraine, headache, night sweats diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received- event injury updated to pelvic pain. New events menorrhagia (heavy menstrual bleeding), abdominal pain, fatigue, hair loss, migraine, headache, night sweats were added. Patient information and lab data were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. A66686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), night sweats ("night sweats"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and complication of device insertion ("there were complications with implanting one of the coils within the tube"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, alopecia, menorrhagia, night sweats, fatigue, migraine, vaginal haemorrhage and dysmenorrhoea had resolved and the abdominal pain, headache and complication of device insertion outcome was unknown. The reporter considered abdominal pain, alopecia, complication of device insertion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, night sweats, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, menorrhagia (heavy menstrual bleeding), abdominal pain, fatigue, hair loss, migraine, headache, night sweats trailing coils: left 3 right 5 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. A66686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), night sweats ("night sweats"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and complication of device insertion ("there were complications with implanting one of the coils within the tube"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, alopecia, menorrhagia, night sweats, fatigue, migraine, vaginal haemorrhage and dysmenorrhoea had resolved and the abdominal pain, headache and complication of device insertion outcome was unknown. The reporter considered abdominal pain, alopecia, complication of device insertion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, night sweats, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, menorrhagia (heavy menstrual bleeding), abdominal pain, fatigue, hair loss, migraine, headache, night sweats. Trailing coils: left 3 right 5. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: plaintiff fact sheet received. Event vaginal bleeding, dysmenorrhea & device insertion complication were added. Lot number added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.